Event description:
The olympus representative reported (on behalf of the customer) that the colonovideoscope had an angulation malfunction. There were no reports of patient harm. During evaluation of the returned device, it was found that the nozzle had foreign objects and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, it is unknown if there was a no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, it is unknown if the customer immersed the endoscope in detergent solution, it is unknown if they wiped the air/water nozzle with clean lint-free cloths/brushes/sponges, and it is unknown if they flushed the nozzle with detergent solution, water and air. The device was returned and evaluated, and the customer¿s allegation of angulation malfunction was confirmed. Device evaluation found that due to a cut on angle wire, bending section could not be bent in left direction. In addition to nozzle had foreign objects finding, the additional evaluation findings are as follows: due to damage on knob, water tightness was lost, due to dirt on objective lens, the image had a stain, due to dirt on objective lens, there was a lack of image on the monitor, connecting tube had a scratch, plastic distal end cover had a scratch, light guide lens had discoloration, objective lens had discoloration, scope connector cover unit had a scratch, flexibility adjustment ring had a scratch, grip had a scratch, scope cover had a scratch, due to a scratch on objective lens, flare occurs, suction connector had a scratch, switch box had a scratch, paint on suction cylinder was peeled, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up and down knob had a scratch, right and left knob had a scratch, control unit had a scratch, control unit had discoloration, light guide-bundle was slipping down, control unit had corrosion due to water leakage, adhesive on bending section cover had a chip, universal cord was sticky, and suction connector was dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause of the foreign material remained in the device. The event can be detected by following the instructions for use which state: the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.